Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The diagnosis and indication for the index surgical procedure? What were the symptoms following the index surgical procedure? Onset date? Product code and lot number. What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there any alleged deficiency with the ethicon device?

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported by the patient that she underwent an endoscopic carpal tunnel procedure on (B)(6) 2019 and suture was used. Following the procedure, the patient was administered antibiotics two weeks after being sutured. The patient is allergic to corn or corn derivatives. The patient was given the antibiotics from an upper and lower respiratory infection and noted that the suture site was full of pus. It was very red, swollen and irritated at the incision site. The patient stated that she is ¿allergic to everything¿. The patient reported that no cultures were taken, and the doctor did not call it an infection. After a previous surgery the incision was glued, and the patient did not have an issue with that method of closure. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/23/2019. The diagnosis and indication for the index surgical procedure? Patient diagnosis was carpal tunnel syndrome product code and lot number. Product code and lot were not available the patient¿s ¿wounds looking better; wrist still swollen appears to be more reactive to dissolvable sutures than infection.¿ no patient interventions planned; however patient was instructed to massage the site. The patient ¿continues to have thoracic outlet compression; physician will consider endoscopic pec minor release and brachial plexus decompression¿ and this was not related to the suture.